Event description:
Patient reported obtaining back-to-back blood glucose results of 484 mg/dl and 207 mg/dl, while using the suspect device. Patient did not modify therapy based on these values. The following day, patient reportedly obtained a blood glucose result of 250 mg/dl, on the suspect device. Patient indicated that, at the time the result was obtained, she was exhibiting symptoms of hypoglycemia (dizzy and nauseous). Based on symptoms, patient self-treated by eating a sandwich and sought additional treatment at the hospital. Twenty minutes later, patient's blood glucose was measured on a hospital device with a result of 90 mg/dl. Patient was given soda and juice, after which her blood glucose measured 99 mg/dl. No additional treatment was received and patient was released. Quality control testing was not performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.